Manufacturer narrative:
The pt returned with restenosis of the target lesion. The indication for the cypher stent placement is not known and no other info is available at this time. The target lesion was revascularized for restenosis and this info was retrieved through internal monitoring of the clinical files. The product were not returned for analysis. Additionally, as the sterile lot number was not available, a device history review could not be performed. This regulatory report applies to 3 cypher sirolimus-eluting coronary stents with an unk catalog and lot number reported for this complaint. Conclusion: with the limited info available, there may be pt factors impacting this event, but that cannot be confirmed.

Event description:
This is an initial/final regulatory report. The following info was retrieved through internal monitoring of clinical files: the target lesion was revascularized for restenosis. No additional info is available regarding pt or procedure specifics.